Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device indicated a "shock equipment malfunction error message." There was no reported patient involvement.